Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system had no light. This was found before an ocular procedure. There was no patient involvement. There were no system messages displayed.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. Corrected information in e.1. The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).